Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the latitude system detected a red alert from this transvenous defibrillation lead due high shock impedances. It was noted that the shock impedances had ranged from the mid- 90 ohms to the mid-100 ohms, with a few in the 120 ohms range. Technical services (ts) discussed what may have caused the high shock impedances, and it was noted that this patient was to be brought back to the clinic for evaluation. No adverse patient effects were reported.

Event description:
Additional information was provided that the remote monitoring system again detected a red alert due to high shock impedances. The patient's clinic was notified of the out of range measurements. Additional information was provided that no changes had been made to the system as measurements had been stable in this range. No adverse patient effects were reported.

Event description:
Additional information was provided that the patient was brought to their clinic for further evaluation. Shock impedances were found to be 89 ohms, which was noted to be consistent with previous measurements. The patient was referred to an electrophysiologist. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to provide product investigation results.

Event description:
Additional information was provided that this was found to be a device issue rather than a lead issue.